Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Customer's blood glucose level was unknown. Customer stated that they stopped using insulin pump due to ending up in intensive care unit several times. The device will not be returned for analysis.